Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise reversion episodes on (B)(6) 2018. The patient later presented in clinic for follow up and noise was observed on the right ventricular lead. Ventricular noise episodes were brief in duration and was unable to be reproduced in clinic. Lead measurements appeared stable. No intervention was reported. The patient was stable.